Event description:
The iab was inserted into the patient on 9/17/96. On 9/26/96 after iabp for 10 days, the alarm "iab catheter" sounded from the pump. The balloon would not autofill and blood was noted in the tubing. It was reported that there was no patient injury or complication as a result of the event. Datascope was also notified that the patient was taken to surgery and the balloon was exchanged with a thombectomy of the leg. After the event, the patient had good pulses and color. However, the patient went on to expire on 9/29/96. The contact reported that the event was not related to the patient's death. Event complications: unk - reported 9/27/96; thrombectomy of leg - rpt'd 10/18/96. Patient's current status: expired - rpt'd 10/18/96.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.